Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piston broke inside the reservoir compartment. The insulin pump had cosmetic damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a broken motor slide tip. The test reservoir does lock properly inside the reservoir tube. Device passed the rewind test. However, device was unable to verify drive/motor anomaly and perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to broken motor slide tip.